Event description:
It was reported that the target lesion was located in the distal popliteal artery with heavy calcification. Pre-dilatation was performed with an unspecified 4 mm balloon, then the supera veritas 5.0 x 8 mm stent was selected. The stent was attempted to be deployed, in the usual manner; however the stent did not deploy. Another supera vertias stent was used effectively. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. Returned device analysis noted that the stent was deployed and not returned. Additional information was received stating that during the procedure, the stent was partially deployed in the anatomy; however the deployment mechanism could no longer ratchet to fully deploy the stent. Therefore, the device was retracted (with the stent still on it). Once the device was outside the anatomy, the physician removed the stent from the device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported failure to deploy could not be confirmed as the stent was not returned. Based on the reported information and returned device analysis, there is no indication of a product deficiency. A review of job traveler revealed no non-conformances that would have contributed to the reported event. The results of the historical data review revealed no other incidents reported for this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device has been received. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.